Event description:
It was reported that two months ago, the pt's parents found that she was not able to hear that well. They took her to the hosp for testing and hi showed on all 12 channels. The doctors at the hosp asked them to go home and see if it would get better. In 2008, the patient's parents took her to the hosp again for further testing. The result remained basically the same as the previous one.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.